Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, wear abrasion and crease flat. A microscopic analysis was performed which identify striated broken in the posterior side and missing piece of the shell. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage. Missing piece of the shell assessed as to inconclusive.

Event description:
Patient reported rupture for the right side. Per imaging reports "mammo dense bilateral microcalcification", "right breast bag ruptured", "fluid collection". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported rupture for the right side. Per imaging reports "mammo dense bilateral microcalcification", "right breast bag ruptured", "fluid collection". Device has been explanted.